Manufacturer narrative:
Batch review performed on 09-july-2019: lot 1811493: (B)(4) items manufactured and released on 04-apr-2019. Expiration date: 2024-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved in the complaint: batch reviews performed on 09-july-2019: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot 179636: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 187150: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
6 days after first revision surgery, the patient came in due to signs of infection, the pathogen is unknown, the surgeon performed a washout and revised the poly, femoral component and tibial tray on (B)(6) 2019. The surgery was completed successfully.